Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 325cc mentor siltex round moderate profile saline breast implant catalog: 3542650 lot: 228810 serial number: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with 325cc mentor siltex round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2019.

Manufacturer narrative:
On 2/7/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Implantation date has been updated. Manufacturer¿s reference number: (B)(4).